Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 061 (gives dose on its onw - overdelivery) for lifecare pca products is approximately 2.18/million sets.

Event description:
The pump reportedly delivered a pca bolus without pt request. The pump was set up in the post anesthesia care unit to infuse meperidine at the following settings: meperidine 10mg/ml, 10mg pca dose, 6 min pt lockout and 300mg 4 hr limit. Upon transport from pacu to the nursing unit, the nurse noted the pendant seemed to jiggle at the pendant jack connection. Upon arrival in the pt room, it was observed that 12 pt demands had registered and 2 bolus doses (20mg) had been delivered without the pendant button having been pressed. The pt did not experience any adverse effects. The pca pump was switched out and pca therapy continued. No add'l info was available.